Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2: reference MFR report#1627487-2018-13183. It was reported that the patient was experiencing overstimulation (described a tingling sensation) at the ipg site when stimulation on. Patient reportedly had a fall in (B)(6) of 2018 and the issue began thereafter. Lead diagnostics showed normal impedances. X rays revealed that the leads have coiled into the ipg pocket. The simulation was turned off. As a result, surgical intervention was undertaken wherein the drg system was explanted and replaced on (B)(6) 2018.

Event description:
Device 2 of 2. Reference MFR report#1627487-2018-13183.

Event description:
Device 2 of 2. Reference MFR report# 1627487-2018-13183. Additional information received identified tingling sensation resolved and effective therapy was restored post-operatively.